Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2012, inratio: 1.3, retest inratio: 3.8. Results done minutes apart. Patient did not know her therapeutic range, but her doctor likes her inr to be 2.3.

Manufacturer narrative:
Investigation pending.